Manufacturer narrative:
Patient¿s weight was reported as (B)(6). This report is for 6 unknown cortex screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or complete part number was provided. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device was used for treatment, not diagnosis.

Event description:
Patient was implanted with plate and screw construct on an unspecified date. Post-operative cat-scan (CT) taken on an unknown date revealed a broken plate due to non-union. It was also reported the screws went through the plate. Patient was returned to the operating room on (B)(6) 2013 for revision surgery. The hardware was removed and the surgeon repaired the non-union with bone graft with iliac crest and the patient was revised with a new construct. The hardware was successfully removed without complication and the revision surgery was completed successfully. This is 2 of 4 reports for this complaint (B)(4).